Event description:
During navigation with the scope and the device, a sigmoid perforation occurred which was repaired during the procedure with use of endoscopic sutures. Patient was discharged in two days with no further sequelae. User requested that the incident not be reported as device related.